Event description:
The user facility reported that during a bronchoscopy a piece of the glue came off the bronchoscope and fell into the pt's lungs. The piece of glue was retrieved from the pt. The pt was tkaen to x-ray for additional screening and no evidence of foreign object. There was no sign of infection of inflammation. No medical intervention required and the pt was reportedly fine.